Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract when pushing the button. There was no report of patient or user impact. The following information was provided by the initial reporter: IV needle did not retract when pushing the button during an IV start.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.